Event description:
It was reported that during a 3dimensions procedure , the customer reported that the gantry was jerking and the customer reported uncommanded movement. A field engineer examined the equipment and replaced the rotation worm gear, tomo pot, tomo pot harness and rotation drag brake. Performed calibration and took multiple exposures and the system met the manufacturer´s specifications. No patient or staff injury reported. No other information available.